Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had experienced blurry vision, which had resulted in difficulty driving at night. Additional information was received by stating, clinical reason being mentioned as residual prescription causing blurry vision. The iol was explanted and exchanged with an unspecified monofocal lens in the secondary implant procedure.